Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in pump history file. Audio or vibrate anomaly or absence of alarm not confirmed. Pump error 63 not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer reported that they did hear beeps when audio volume settings were saved. Customer reported that they did not hear the differences between the two audio beep volumes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.